Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during the investigation, a ¿cs069¿ alarm was reproduced at power up. The pump was unable to recover from the ¿cs069¿ alarm after reboot, further testing failed due to the alarm. The ¿cs069¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as a ¿cs087¿ failure in the black box. The error is resident to flash chip (u39).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 069) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.